Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- a partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.0x12 otw trek was prepared according to the instructions for use. The trek was difficult to advance on the high torque floppy guide wire in the patient anatomy. The trek was removed from the anatomy with resistance and replaced with a non-abbott balloon dilatation catheter on the same high torque floppy guide wire without further incident. There were no adverse patient effects. No additional information was provided.